Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated has been evaluated for the malfunction code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld). The batch 5382424 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 5410842 have already been previously tested in the complaint (B)(4) on (B)(6) 2022. The reference samples were visually inspected to the primary pack. All test results were within specifications. Device history record (DHR) review: packing the lot 5382424 was manufactured according to the wi version 70 and packaging in the multivac 12 & 09, on 08/mar/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/apr/2025 against malfunction primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld) and lot 5410842 and 1 complaints have been registered in databse for the same lot 5410842 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula was leaked event on 05-oct-2024 within three hours of insertion. The insertion site was abdomen. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information was available.